Event description:
A report was received that the pt had some redness, heat, and swelling over the site of one of the peripheral leads during a post-op programming. The pt was prescribed oral antibiotics. The pt will continue the oral antibiotics for 4 weeks. The pt was doing well and receiving adequate pain coverage after the programming.